Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Handpiece got hot. Handpiece failed specs due to cap bearing failure on turbine. Handpiece also had cap damaged from coming in contact with rotor. Handpiece head has clogged water ports and chip air.

Event description:
It was reported that a midwest e 1:5 ca overheated during use; no injury resulted.